Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by turbid effluent. The cause of the peritonitis was reported as the patient was ¿performing dialysis with mini cap taken off¿; however, the minicap is used to protect the sterile fluid pathway when dialysis is not being performed, hence, there is no breach in the sterile pathway and the patient was performing therapy as intended, therefore, the cause of the event was assessed as unknown. The patient was not hospitalized for the event. Treatment details were not reported. Extraneal and physioneal therapies remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.